Event description:
It was reported to medtronic neurosurgery that a lp strata nsc shunt kit was explanted from a pt because the pt was experiencing pain in a nerve root due to the placement of the catheter. The shunt was said to be "working great" and that there were "no problems with the shunt." It was also reported that the pt is doing well and was discharged the same day as the explantation surgery.

Manufacturer narrative:
The valve was patent. Initially the valve was unadjusted, but after the patency treat was performed the valve regained its adjustability. The valve met requirements for the leakage and preimplantation test. It however did not meet requirement for the reflux and all of the pressure-flow tests. Proteinaceous debris was observed in the interior of the valve. Debris within the valve may interfere with the valve mechanism resulting in reflux, prevent adjustment of the valve mechanism, as well as hinder fluid flow through the valve resulting in high pressure flow results. A review of the mfg records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture. The lumber catheter was returned in two pieces of lengths 21 cm and 13.1 cm. The catheter appeared to be cut at the location of the fixation tab. Both pieces of the catheter met requirements for the patency and leakage tests. A review of the mfg records was not possible as a lot number was not provided. A 43.6 cm of the peritoneal catheter was returned. The catheter met requirements for the patency and leakage tests. A review of the mfg records was not possible as a lot number was not provided.